Event description:
The patient had left ocular segment aneurysm, the aneurysm size was 3.1mm*4.6mm, the neck of the tumor was about 4.8mm, the diameter of the distal parent artery was 3.8mm, and the proximal artery was 4.6mm. Lvis-d stent was selected. After hydrated, the stent was pushed out for inspection, and the stent opened well. The stent reached the m1 segment through microcatheter. The coil 3 * 8 prime reached the aneurysm through echelon10 microcatheter. The physician planned to use a stent for semi release assisted embolization. When the stent was placed at the neck of the tumor, due to the wide neck, it could not cover the neck well. The physician wanted to release the stent completely before embolization. After the stent was released, the back half of the stent could not be opened. The physician repeatedly explored the stent opening with a guide wire to expand the stent, but the guide wire could not pass through. Subsequently, blood clots began to form inside the stent. After injecting tirofiban, the physician used a guidewire to remove the stent from the patient. Observed the stent outside the patient, found that the latter half of the stent remained unopened and accompanied by thrombosis. After replaced with another lvis d stent, it can be opened smoothly and the procedure can be completed smoothly.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned fully deployed. The investigation found that the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. Furthermore, as no procedure images were provided for review, the investigation could not determine if the stent was not open in the vessel as described in the reported event.

Event description:
The patient had left ocular segment aneurysm, the aneurysm size was 3.1mm*4.6mm, the neck of the tumor was about 4.8mm, the diameter of the distal parent artery was 3.8mm, and the proximal artery was 4.6mm. Lvis-d stent was selected. After hydrated, the stent was pushed out for inspection, and the stent opened well. The stent reached the m1 segment through microcatheter. The coil 3 * 8 prime reached the aneurysm through echelon10 microcatheter. The physician planned to use a stent for semi release assisted embolization. When the stent was placed at the neck of the tumor, due to the wide neck, it could not cover the neck well. The physician wanted to release the stent completely before embolization. After the stent was released, the back half of the stent could not be opened. The physician repeatedly explored the stent opening with a guide wire to expand the stent, but the guide wire could not pass through. Subsequently, blood clots began to form inside the stent. After injecting tirofiban, the physician used a guidewire to remove the stent from the patient. Observed the stent outside the patient, found that the latter half of the stent remained unopened and accompanied by thrombosis. After replaced with another lvis d stent, it can be opened smoothly and the procedure can be completed smoothly.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation. The device has not yet been returned for evaluation. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.